Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 60% to 5% while connected to a power source. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose (bg) level was 400 (mg/dl). A bolus on the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.